Event description:
Same case as MDR ID 2134265-2015-01350. (B)(4). It was reported that coronary artery restenosis occurred. In (B)(6) 2013, the patient presented with stable angina (ccs type: I). Subsequently, the index procedure was performed. The 90% stenosed, de novo, concentric, type c, diffuse, with a < 45 degree bend and timi 3 flow, 2.25x45mm target lesion was located in a severely calcified mid left anterior descending (lad) artery. No thrombosis and aneurysm were noted. The lesion was pre-dilated followed by implantation of a 2.50x32mm promus element¿ plus stent at 16 atmospheres. Following post dilation, residual stenosis was 25%. Another unspecified size promus element everolimus-eluting coronary stent system was implanted in mid lad. Four days post procedure, the patient was discharged from the hospital. In (B)(6) 2014, the patient presented with coronary artery restenosis in mid lad. The physician performed percutaneous coronary intervention (pci) to treat the event.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).